Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. The inspection identified interfering image. Based on the results of the investigation and previous investigations, reasonably known information suggests probable causes of the alleged failure of image with interference; leaky connector block is due to interfering image and leak at connector. The most probable cause of this complaint is traced to component failure, which is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the bronchovideoscope had a video defect with error codes b30, e315, e216 (scope communication) occur during set-up, prior to use. There were no reports of patient involvement.